Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery alarm and when they insert new battery insulin pump was not switched on. Customer¿s blood glucose was unknown at the time of incident. Bottom part of the insulin pump and base of the battery of discolored. Customer advised to be a result of possibly the battery leaking acid into the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08700 inches. No unexpected failed battery alarm or battery power loss noted during testing. Moisture damage was found on the inside of the battery compartment, and on the electronic assembly, motor, and force sensor during visual inspection. Device was received with scratched case and pillowing keypad overlay.